Manufacturer narrative:
Failure analysis noted that the pump had a blank display after full segments display. The anomaly was isolated to the mother board. They found moisture damage on the lcd board. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported blank display. The incident was reported via phone call. Blood glucose at the time of incident was 79mg/dl. The customer stated that she was having pump error. The screen was blank and the pump was beeping. The customer used (B)(6) batteries. The customer was advised to leave the battery out for two hours and to call back if the display does not return. Troubleshooting was not able to resolve the issue. The display did not return. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The device was returned for analysis.